Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01745 a for the other associated device information. It was reported to boston scientific corporation that two resolution ii clip device had issues when used during a colonoscopy performed on (B)(6) 2011. According to the complainant, the patient was being treated for a tear in the colon. In both instances, the clips grasped onto tissue however, the clips would not release from the catheter. The physician was able to "shake" the clips loose from the catheter. Both clips remained on the tissue. It was reported that three additional resolution ii clip devices were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown however, it has been reported that the patient is (B)(6). (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.